Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that noise was observed. Patient twiddled with device. The device was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.